Manufacturer narrative:
Correction: section h6: failure to deliver shock/stimulation added to record.

Event description:
New information received notes failed shocks were observed on the right ventricular (rv) lead. The rv lead remained implanted with the pacing portion in use, but the shock coil was replaced by a non-abbot lead.

Event description:
It was reported that the patient received shocks that failed to convert ventricular fibrillation (vf). The patient was asymptomatic during the event. The physician implanted a non-abbott lead successfully in the patient to change the shocking vector and program a cold can. The shock vector was changed from right ventricular (rv) to superior vena cava (svc) only. The abbott rv lead is still being utilized for pace/sense and the rv coil from the non-abbott lead adaptor was connected such that the lead is still a dual coil system. The patient was stable.